Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power up, the power supply fan would spin but the display would not illuminate. Analysis also found extreme and widespread corrosion was found throughout the device and the programmer was not repairable.

Event description:
It was reported that the programmer would not power up. The caller was advised to return the programmer for repair. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.